Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date: (B)(6) 2014. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a tecnis intraocular lens (iol) was explanted due to the patient not being satisfied with their visual outcome. The report indicated the patient was doing fine; another iol was implanted during the same procedure.